Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.

Event description:
It was reported during implant the lead connector could not be tightened by the screw of the ICD. The lead was returned.